Event description:
It was reported there was pain at the back connector site. A surgical revision was done as a result. Diagnostic methods included examination and palpation. Signs and symptoms included pain, tenderness and swelling. The severity was noted as moderate. The etiology of the incisional site and device tract was reportedly related, but unlikely that it was related to implant procedure. The event was noted to be ongoing.

Manufacturer narrative:
Concomitant products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported the event was resolved without sequelae.

Event description:
Additional information received reported that the outcome was ongoing with no further actions needed.